Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 700 mg/dl and a bolus via the pump was delivered. The customer did not know the cause of the high bg. The customer was vomiting and went to the emergency room. The customer was admitted to the hospital on (B)(6) 2017 for the high bg and diabetic ketoacidosis (dka). The customer was treated with an insulin drip and fluids. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved.